Manufacturer narrative:
The insulin pump had motor error alarms during rewind due to a corroded motor home switch. Unable to perform the displacement, prime, basic occlusion, occlusion and, and no delivery tests due to motor error alarms during rewind. The device had a scratched lcd window and case.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.